Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) in (B)(4) alleging her onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 12:30 am. The patient reportedly manages her diabetes with an unknown type/dose of insulin through pump therapy. She claimed she woke up "feeling low" but did not describe any specific symptoms. She tested on the subject meter and observed a value of "4.1 mmol/l" which she felt was high based on how she was feeling. She immediately retested using a different meter (onetouch ultra easy) and received a reading of "2.9 mmol/l" which she felt was more accurate. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient denied making any changes to her usual diabetes management routine in response to the alleged issue and stated she self treated at 12:30 am by consuming a chocolate bar and felt better and returned to sleep. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure. The samples were drawn from the same approved site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because a secondary issue with the returned test strips was found.

Manufacturer narrative:
Follow-up # 1 ¿ (07/31/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips have passed testing and the primary complaint was not confirmed. However a secondary issue of "extra quantity of test strips" was found during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.